Event description:
It was reported that the customer experienced a blood glucose (bg) level of 72 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER 2 hours later with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.